Event description:
During routine preventative maintenance testing by physio-control, the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Results code of initial medwatch report indicates: results code 140, 3257, 213. Conclusion codes of initial medwatch report indicates: conclusion code 4307 and 4315. Additional codes of initial medwatch report indicates: code # 2645 ¿ na and code # 4019 ¿ unlabeled. Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's battery banana pin to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery banana pin and it was determined to be the cause of the reported issue. Additional codes in initial medwatch report should indicate: code # 2645 ¿ na and code # 4019 ¿ unlabeled. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's battery banana pin to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery banana pin and it was determined to be the cause of the reported issue.

Event description:
During routine preventative maintenance testing by physio-control, the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. There was no patient use associated with the reported event.